Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners. Patient reported, that their tongue is very irritated by their aligners. Patient provided with filing recommendations. And they are to give an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.